Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction alarm. Customer experienced an elevated blood glucose (bg) level, dry mouth and nausea caused by insulin deliveries being terminated by the alarm. Manual injections were administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.